Event description:
It was reported that the user experienced hypoglycemia while adjusting to a new insulin regimen with ilet, with blood glucose as low as 53 mg/dl, and the endocrinologist attributed the lows to the insulin change; the event was treated with oral rapid-acting carbohydrates and the user denied loss of consciousness or inability to self-treat. Symptoms included sweating, dizziness, and shakiness. Outcomes included low glucose without further complications. Investigation included communication with the user and analysis of information provided by the user and care team. Investigation of this case revealed no findings available regarding a device malfunction, and device-related details were insufficient to identify a specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.